Event description:
It was reported that after the customer loaded a new cartridge there were air bubbles present in the luer lock. Reportedly, the customer is color blind and has difficulty seeing if all bubbles have been expelled in the syringe prior to filling the cartridge. Customer has elevated blood glucose levels (385 mg/dl).

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.